Manufacturer narrative:
Based on the claim against the product by the customer noting that the right eye on the surgeon side console (ssc) had no vision, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) went on site and replaced the high-resolution stereo viewer (hrsv) to resolve issue. The system was tested and ready for use. Isi has not received the hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was reported during a da vinci-assisted pulmonary wedge resection surgical procedure the right eye on the surgeon side console (ssc) had no vision. This caused the surgeon to move to another da vinci ssc to complete the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure that the right eye on the surgeon side console (ssc) vision went out. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no endoscope faults. The site stated that the issue was isolated to the primary ssc. The surgeon moved to a different ssc and had vision in both eyes. The site was able to continue with the case and stated they would power cycle the system after the case was completed. There were no reports of patient injury. The customer called back and noted that they rebooted. The tse had caller turn off circuit breaker to the ssc that was missing the right eye after a reboot. The right eye was still missing with no scope in, and no image was available. Operating room staff proceeding with next case with single console. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
The high resolution stereo viewer (hrsv) was returned for failure analysis and the reported failure was confirmed/replicated. There was no image available in the right eye. The hrsv was installed onto a test system. The system started up with a blue screen stating "no signal". The screen then went black with no image. The unit will be sent to the original manufacturer for repair.